Event description:
The manufacturer received information alleging hoarse voice, headaches, difficulty breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient alleged to hoarse voice, headaches, difficulty breathing. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jul 11, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient alleged to hoarse voice, headaches, difficulty breathing. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed that there is an unknown contaminant on the bottom enclosure. The filter had a dark appearance to it, likely due to not being replaced per instructions. A keratin-like substance was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. An investigation into the humidifier was conducted, and manufacturer observed a dark brown unknown contaminant on the bottom enclosure. Hair-like particles were observed in the dry box and bottom enclosure. Evidence of liquid ingress with an unknown contaminant consistent with mineral deposits was observed on the water tank. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found four error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation and unable to address the patient's symptoms. Sections d9, g3, h2, h3, h6 has been updated in this report.